Manufacturer narrative:
Product complaint # (B)(4). Idate sent to the FDA: (B)(6) 2020.

Manufacturer narrative:
Product complaint # (B)(4). Attempts to obtain the following information has been requested and the following was obtained: date of event? (B)(6) 2020. Were any anomalies noted of the drain condition upon placement? No. Did the drain come in contact with sharp objects at any time: surgical instruments, surgical needles, sutures? Unknown. Are any plans in place the remove the drain piece in future? Date? Not for now. The drain will not be extracted if no problem occurs. If suction was not completed, was a new drain inserted in the patient? No. What is the current status of the patient? No problem. Attempts to obtain the following information has been performed but not received. If the further details are received at a later date a supplemental medwatch will be sent procedure date? What is the indication for the surgery? How was drain secured? Can you confirm that the piece of drain remaining is 8-10cm? Did the drain function as intended? Are there any other adverse patient consequences due to this issue and how were they treated? Please provide patient demographic information: age, gender, weight, bmi at the time of the index procedure? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a breast surgery operation with implants on an unknown date and a drain was used. On (B)(6) 2020, postoperatively, when the drain was being removed, there was some resistance and the drain broke. Most of the drain was removed but about 8-10 cm remained under the breast prosthesis in the patient. The surgeon may have put a stitch through the drain but does not believe so. Surgeon opined; the piece will remain according to the wishes of the surgeon and the patient as an operation is currently too much risk, the drain is made of silicone and is assessed can be encapsulated just like the silicone prosthesis. If necessary and possible problems, there is a readiness to operate to remove the remaining drainage. Patient is thoroughly informed. Lot number is unknown. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 6/24/2020. Evaluation: received one used 15fr drain. The fluted part of the drain is short, apparently it is the broken end. The surface of the fluted end is slightly indented manufacturers production process includes 100% visual inspection of drains and it is highly unlikely that damaged drain would pass this inspection. The drain most likely tore following some damage in-use.